Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an aortic valve replacement procedure that there was vegetation suggestive of infection on the aortic valve. The pacing system was explanted and replaced due to possible infection. A new pacing system was implanted. No further patient complications have been reported as a result of this event.